Event description:
It was reported that when the device was used during a laparoscopic gastric bypass, there was staple line leakage post-op. The surgeon did a CT scan and then performed an exploratory laparotomy in which the staple line was ruptured. The surgeon oversewed the staple line with suture. The patient had candidal sepsis as a patient consequence. The device was discarded.